Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The calcified, 90% stenotic lesion was located in the left circumflex (lcx) coronary artery. A stent was deployed in the left anterior descending (lad) coronary artery. The guidewire crossed the lesion through a strut of a deployed stent. Resistance was noted during insertion of the maverick2 monorail catheter through the strut of the stent. The maverick2 monorail balloon was difficult to inflate and ruptured at 12 atms on the initial inflation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.